Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation sustained after a fall. Rep confirmed the femoral head dislocated out of the poly liner. The head and liner were revised.